Manufacturer narrative:
The insulin pump had cracked and bleeding display glass and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a broken screen. Customerstated he ran into a corner of a table and hit the insulin pump and the screen broke and the lcd screen is bleeding. Blood glucose value is 122 mg/dl. Nothing further reported.